Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patient¿s clinic after receiving an alert notification. The clinic was notified that the patient's right ventricular (rv) lead had triggered an alert for out-of-range/high pacing impedance. Follow up was completed and the upper alert level was increased, and no other reprogramming was completed. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.